Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the cuff was displaced. The cuff was repositioned, and no components were removed nor replaced. No patient complications were reported.